Event description:
I have had "7" dexcom g6 transmitters fail this year. I have called them on every event. Customer service at dexcom will send replacement but the dexcom g6 transmitter is meant to last 3 months. They are barely lasting 1 month before failure. I am a type 1 diabetic that need this product to work as I work with (B)(6) electrical equipment. These failures put me at great risk. I cannot get a manager to speak with me from dexcom. They refuse to contact me or be available to speak with. This needs your attention as this is a FDA approved device. Please look into this. Lives at stake. FDA safety report ID# (B)(4).